Manufacturer narrative:
Leak testing was performed by attempting to inflate the balloon from the returned device with water which revealed no leak in the balloon. The balloon was fully inflated and pressure was maintained. The inflation indicator performed per specification. No leaks were observed. The inflated balloon diameter was also verified and was noted to be within specification. The review of the lot history record (B)(4) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined; however incidents are monitored on a routine basis for trends. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the mynxgrip instructions for use (IFU). However, if the balloon was under inflated and or too much tension was applied to the catheter during retraction, the balloon could be pulled out of the arteriotomy. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during the deployment of the mynxgrip vascular closure device following an interventional peripheral procedure, the balloon lost pressure at the 2nd point of resistance and pulled through the 5f procedural sheath. It was reported that at prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. Resistance was not felt while inserting the device. Resistance was not felt while pulling the device back to the arteriotomy. Manual compression was applied for 30 minutes or less to achieve hemostaisis. The patient's outcome was described as good and hospitalization was not prolonged as a result of the mynx event. No further information is available.